Event description:
Patient called lfs in 2003 alleging their meter would power off while attempting to test. The patient reported no high or low blood glucose symptoms while attempting to test. The patient did report obtaining treatment from a medical professional, however there are no details provided regarding this occurrence the issue was not resolved with troubleshooting. No further information has been reported.